Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during introduction for a stenting treatment procedure, stent damage occurred. Vascular access was obtained with a 7f non bsc sheath. The target lesion was located in the left common iliac artery (cia). At introduction, a 8.0x60x75cm express ld iliac stent delivery system (sds) was advanced onto a 260 .035 non bsc guide wire. During the attempt to insert the express ld iliac sds into the 7f non bsc sheath resistance was encountered, the sds was unable to insert and it was noted that the stent struts were raised. The express ld iliac sds was exchanged with another of the same device and the procedure was complete. No patient complications were reported and the patient's status is listed as fine.